Manufacturer narrative:
The ventilator was tested by the hospital and no problem was found. The ventilators' logs were downloaded. The ventilator was returned to service. No parts were replaced. The evaluation of the ventilators' logs around the time of the event showed that the ventilation mode was changed to simv(pc)+ps(synchronized intermittent mandatory ventilation pressure control plus pressure support). In this ventilation mode, mandatory controlled ventilation breaths (simv rate) are delivered. The mandatory breaths are synchronized with the patient¿s breathing efforts. The reported time of event was directly after the user had changed to this mode of ventilation from ps/CPAP. After this mode change, the pressure support above peep was set to 7 cmh2o and the simv rate was set at 5 b/m. The ventilator was delivering the 5 mandatory breaths and the patient¿s own breathing was only about 2 b/m. This explains the reported vt of 350-400 ml that correspond to the few breaths. This is what was most probably reported as no rise/fall of patient¿s chest and the user's inability to hear breathing sound. Our conclusion is, that there was no ventilator malfunction at the time. The cause was the chosen mode of ventilation and the set simv rate which was not suitable for the patient. The inability of the patient to initiate enough of their own breaths most probably led to the inadequate ventilation and contributed to the reported de-saturation.

Event description:
(B)(4).

Event description:
March 24, 2016 07:29 am (gmt-4:00) added by (B)(6): it was reported that while the ventilator was connected to a patient the ventilator's read tidal volume showed 350 to 400 ml but, there was no visible rise and fall of the patient's chest nor breathing sounds. According to hospital staff, the patient's systolic blood pressure rose and the patient desaturated. The ventilator was disconnected from the patient and the patient was bagged. The final patient's outcome was no injury. (B)(4).